Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by the customer that multiple air bubbles in the line, rn walked in device was not alarming, but it did have a red label showing accumulated air alarm.

Event description:
Sample.

Manufacturer narrative:
1 sample and 1 photo were received and tested by our pump quality team with the customer's complaint of air in line. The set was discovered to be a material# 2420-0007 infusion set but the lot is unknown. The set was functionally tested and no issues were noticed. The complaint of air in line could not be verified and the root cause remains unknown due to the failure not being replicated. A device history record review could not be performed because a lot number was not provided by the customer.